Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of material on the gauze was confirmed, but the source of the material could not be determined. One piece of gauze was returned for investigation. The gauze appeared to be refolded from the packaged state. The gauze fibers within 5mm x 5mm areas were stained a reddish brown color on one side of the gauze and a flat reddish brown material with embedded fibers that was 4mm x 8mm was found loosely attached to the other side of the gauze. Due to the returned condition and packaged state of the sample, the source of the staining and loosely attached material was not determined. The sample was forwarded to the manufacturing facility for further review. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. No other similar complaints were reported with this lot. (B)(4) evaluation: the complaint of ¿dirty gauze (foreign material)¿ was confirmed as cause unknown. This defect or issue could not be determined as a process problem. Due to this the cause of this condition will be unknown. A lot history review (lhr) of rebt1349 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the facility was half way through the stack of 4x4 gauze inside of a PICC tray and one of the pieces of gauze had what appeared to be dirt or a leaf on it. No patient involvement.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebt1349 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the facility was half way through the stack of 4x4 gauze inside of a PICC tray and one of the pieces of gauze had what appeared to be dirt or a leaf on it. No patient involvement.